Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. The cartridge was changed to resolve the issue. There was no reported adverse impact to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to: d1, d2a, d2b, g4.